Event description:
A customer reported experiencing a cartridge alarm issue with their pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace the pump as a corrective action. The customer will use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. They will receive a replacement pump with updated software and were given instructions on placing the current pump into storage mode. Technical support also informed the customer about the necessary steps upon receiving the new pump, and they agreed to return the faulty pump using the provided return box and prepaid label within 10 days.